Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to fill their reservoir. The customer stated that when she inverted the vial, the plunger would get pulled back into the reservoir. Customer's blood glucose level at the time 91mg/dl. No additional information was provided.